Event description:
Customer called to report a high blood glucose level of 600 mg/dl. Customer also reported that the insulin pump has a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).